Event description:
Per the customer during a navigated cranial case with the nav3i, the surgeon felt the system was showing the instrument at a different depth than where he felt he was. The surgeon continued with the case and wanted to wait until after the case to troubleshoot. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer during a navigated cranial case with the nav3i, the surgeon felt the system was showing the instrument at a different depth than where he felt he was. The surgeon continued with the case and wanted to wait until after the case to troubleshoot. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.